Manufacturer narrative:
A functional analysis of the device was performed and revealed a leak in the device when it was inflated. The root cause of the complaint could not be determined. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2006 that a cre esophageal /pyloric/colonic wireguided balloon dilatation catheter was used during a procedure four days prior (patient age, gender and weight unknown). According to the complainant, during the procedure, after the device was deployed to the target lesion, the balloon was found to be ruptured during inflation. The procedure was completed with an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.